Event description:
Right one had leaked so rptr has to have surgery again to remove both implants. Rptr paid $3,000 for surgery and went through a lot of pain having the implants put under the muscle to prevent this from happening. Rptr is a very dissatisfied customer, and doesn't think mentor makes a reliable product.